Event description:
Medtronic provided the following information: it was reported that during use of the sphere catheter for a cavotricuspid isthmus (cti) line, noise saturation was observed on all signals during radiofrequency (rf) energy delivery, and when the signals returned, ventricular fibrillation was present. The procedure was aborted under general anesthesia. The patient was alive following the event. No further patient complications have been reported as a result of this event. (B)(6) 2025: it was later reported that the ventricular fibrillation (vf) occurred during ablation of the tricuspid valve. The patient was externally shocked to treat the vf. The biotronik serial number could not be obtained. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.